Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." Device not returned.

Event description:
It was reported that the customer input the correction factor incorrectly in the pump settings. Blood glucose was 400 mg/dl. Tandem technical support assisted the customer with updating the correction factor setting.